Event description:
A surgeon reported a corneal burn occurred during first stages of a procedure. The surgeon felt the corneal burn may have been due to an occlusion. Additional information was requested. Additional information was received from the customer indicating the surgeon was not convinced that the burn occurred as a result of a problem with the system. There have been no additional incidents at this facility since the issue was first reported. On a follow-up conversation with the surgeon, it was reported that she cannot tell exactly what caused the burn. However, another surgeon at the facility thought the issue might have been caused by the handpiece. The handpieces are cleaned and sterilized in the hospital. For the cleaning, a "dishwasher" is used. It was recommended to the facility instead of cleaning the handpieces at the end of the day, that they are at least flushed immediately after the procedure, to prevent debris from sticking.

Manufacturer narrative:
Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The burn letter, (B)(6) report, ozil & small parts tray dfu's were provided to the surgeon(s). The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).